Event description:
Analysis of the generator was completed and no abnormal performance or any other type of adverse condition was found. The device performed according to functional specifications. Analysis was completed on the returned lead portions and there was no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaint. The condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient underwent full explant surgery due to an infection. The vns device was explanted on (B)(6) 2015. It was reported that the infection was at the generator and lead site. The patient was treated with antibiotics. It was reported that the site was considering a replacement in 4 to 6 months. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. The explanted devices were returned to the manufacturer. Analysis is underway but it has not been completed to date.